Event description:
It was reported that the ventilator had an issue. No more information was available. The patient involvement is unknown. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator had an issue. Further received information revealed that the reported issue was the device not recognizing the battery. Identification of problem has been done by analyzing problem description and service report. Based on technician statement, the issue was resolved over the phone by resetting the system. There was no on-site visit by our technician, no parts were replaced. The issue was decided to be reported in abundance of caution as it may, in some cases, represent a reportable event. There was no patient harm reported. Unfortunately, the device's logs were not available for further analyze, therefore the root cause to the reported issue has not been determined. The correction of fields h4 device manufacture date and h8 usage of the device was required. This is based on the internal evaluation. Previous manufacture date: 10/28/2019. Corrected manufacture date: 10/22/2019. Previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).